Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305916 batch#:2024137, 2024138, 2024137, regn2119. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: issue - clogged needles. Item - 305916. Lot -2024137, 2024138, 2024137, regn2119.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle clogged/blocked. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information was provided.